Manufacturer narrative:
Updated data: b4, e1 (event site address and city), g3, g6, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions), d9, h3, d4 (unique identifier UDI) due to character limit in block e1 event site address is (B)(6). No additional fault alarms were identified, and the issue did not reoccur. The customer reported no further problems, and no repair was performed. Based on the available information, the device continued to operate as intended.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 had device displayed a catheter connection detachment warning, but continued operation after pressing the start button, without causing any harm to the patient.